Event description:
A voluntary medwatch (B)(4) was received, reporting a post-operative implant failure. On (B)(6) 2011, a pediatric female patient with recurrent right shoulder dislocation underwent an orthopedic procedure to correct problem. The orthopedic procedure includes capsular plication and implantation of smith-nephew osteo biorapter anchors were used to reapproximate the capsule to the labrum. At this time, the MRI of the right shoulder is normal. Persistent pain and joint crepitus treated with physical therapy over 2 year post-operative period. Following recurrent dislocation, MRI shows severe progressive arthritis of the right shoulder joint including extensive cartilage loss, osteochondral defects and subchondral cysts. On (B)(6) 2013, arthroscopy shows loose foreign body in the joint to be cause. The foreign body is smith & nephew biorapter anchor device. The cause of the degenerative joint disease was unclear to the orthopedists. Displacement of the anchor into the joint space resulted in significant joint damage in the patient.

Manufacturer narrative:
(B)(4).